Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of sensor sn: (B)(6) on (B)(6) 2025 at approximately 1:00 pm. The sensor was implanted in the right arm. It was confirmed that an incision was made in an attempt to remove the sensor. At the time of the call, the user reported feeling fine. The sensor was palpable prior to the incision. A transmitter and ultrasound were used to localize the sensor; a magnet was not used. The next tentative removal attempt is scheduled for (B)(6) 2026. Follow-up will be conducted after the provided date to confirm whether the sensor was successfully removed. Per the data management system (dms), the user is currently using the system with a new sensor and is receiving up-to-date information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.